Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced mc (modular chemistry) sample probe, carbon bridge, and sodium electrode to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported false low sodium (na) patient results generated on the unicel dxc 600 pro synchron system. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event. Quality control was within the laboratory¿s established ranges prior to the event.